Event description:
The customer reported that he was hospitalized after experiencing hypoglycemia and convulsions. Prior to the hospitalization, the customer's insulin pump alarmed no delivery, and he decided to treat himself with a manual injection. The customer stated that the cannula was bent when he removed the infusion set. The customer felt that insulin may have been delivered when he removed the infusion set, causing his blood glucose levels to drop. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.